Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). No product sample was received/ therefore, visual and functional testing could not be performed. A DHR review could not be performed. And that no specific product was identified. No serial number was provided. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint, for further investigation.

Manufacturer narrative:
Potential lot number: 4092493, 4046848, 4103109. Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump displayed a "no disposable" alarms while infusing a bolus of chemotherapy agent (fluorouracil). The patient was required to go into the clinic sooner and there were some instances where the drug infused too quickly. The infusion was life sustaining and the patient was unable to receive the remaining infusion volume. There was no patient injury.